Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure where the implantable pulse generator (ipg) was relocated from below the incision site to above the incision site. The physician assessed that the ipg was placed too low in the breast tissue due to the positioning of the patient on the bed during the initial implant procedure. The patient was doing well postoperatively.